Event description:
After implant surgery on (B)(6) 2018 patient had strong pains and needed medication. Patient noted that the date of occurrence was in (B)(6) 2019 with a revision on (B)(6) 2019.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation, with abrasion adjacent, on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on all tubes of the pump and exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, fluid leakage of the patient's prosthesis was reported. The event was observed (B)(6) 2019. The device had been implanted (B)(6) 2018. The device was explanted due to loss of fluid. Intraoperatively, there was a leakage of fluid on the tube above the pump. There was observed damage on the tube above the pump. The whole implant, except the reservoir, was replaced with another prosthesis.